Event description:
Per the physician, the patient had a decrease in performance. The results of a CT scan indicate the device was in the vestibule near the inner auditory canal. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.